Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer blood glucose level was 5.8 mmol/l. Customer stated that the drive support cap was sticking out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the compromised forced sensor system test, excessive no delivery test and occlusion test or verify compromised forced sensor system alarm due to motor error alarm.